Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry sinus with sores, cough, chronic laryngitis,nosebleeds, headache. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 18, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry sinus with sores, cough, chronic laryngitis,nosebleeds, headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During exterior investigation, the manufacturer observed unknown dust/dirt contamination of the device base exterior and under the ui knob. Device ui display appears to have impact damage. During interior investigation, the manufacturer observed unknown dust/dirt contamination throughout the device internals. Moderate dust contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Evidence of sound abatement foam degradation/breakdown was not observed in this device. During secondary findings,the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 26 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath, likely from a source external to the device and unable to address the patient's symptoms.